Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure three days prior. According to the complainant, during the procedure, an ultrasound revealed poor visibility of the anchoring balloon. The prolieve system indicated "water pressure too low" and the physician suspected the prolieve anchoring balloon had a hole. The procedure was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The device has not been returned; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.